Event description:
It was reported that about 4-5 months after implant, the patient had to have the implantable neurostimulator (ins) repositioned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va08mwl, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va08mwk, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).